Event description:
It was reported to st jude medical that the ICD was not able to be interrogated. After recording several values from the memory map, firmware advised that the device had experienced a power on reset for an unknown reason. The device will be explanted and returned for analysis.